Event description:
It was reported that during an unknown procedure, partial / improper anastomosis. There were no adverse consequences reported.

Manufacturer narrative:
(B)(4). The analysis results found that the device arrived and in good visual condition. The breakaway washer was present and uncut and the device was fully loaded with staples, indicating that the device had not being fired. The device was tested for functionality with the returned washer and it fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Attempts have been made to with batch or lot #. The device was not returned for analysis. However, based on the packaging lot number provided, a batch record review was performed and the batches met the final quality release criteria.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
During an open rectum procedure, the device partially stapled and fully cut. A purse string device with prolene straight needle was used. There were no issues with firing the device or removing it from the tissue. A conventional leak test was performed.